Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case was performed. Scalpel cuts were noted on the rv seal plug and on the medical adhesive around it. The cuts loosened the medical adhesive which made it possible for the seal plug to lift up and out of the cavity. No issues were observed with the ra seal plug. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of noise.

Event description:
Boston scientific received information that this pacemaker exhibited noise on the right atrial (ra) lead. During a revision procedure to surgically abandoned the ra lead, this pacemaker was found to have damage to the header. The damage "surround" the seal plug on the right ventricular (rv) lead. The entire system was replaced. Both the ra and rv leads are another manufacturer's product. No additional adverse patient effects were reported.